Event description:
During an in clinic follow up, episodes of inappropriate mode switching and oversensing due to crosstalk were noted on the right atrial (ra) lead. The ra lead was reprogrammed to resolve the event. The patient was stable.